Event description:
The customer reported to beckman coulter hotline support that their unicel® dxc 600i instrument was overflowing from the cta wash station and "no sample detected" errors were generated. The leak was contained to the instrument. The operator wore a lab coat and gloves while operating the instrument. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the cta waste pump peri-pump tubing was the cause of the cta overflow. The fse replaced the tubing and performed preventive maintenance on the cta to resolve the overflow/errors. (B)(4).